Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Lot number details were not provided to permit further investigation. The root cause for the alleged issue is undetermined.

Event description:
It was reported that the surgeon complained about the anterior skim cut of the blade while performing a total knee procedure. It was further reported that the blade dug in the anterior cortex as it began to bend from the fulcrum point while using the cutting block. It was additionally reported that the knee was damaged, resulting in bone being grafted to the affected area. No further adverse events were reported.